Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. (B)(4). Complaint conclusion: it was reported that the physician used four 6/7f mynxgrip vascular closure devices (vcd) with a 6f unknown sheath. However, after shuttling down the device, the advancer tube never dropped and the sealant did not deliver down. There was no reported patient injury. A hematoma (6cm or less) was reported. Manual compression was held for 30 min or less to achieve hemostasis. There were no damages or anomalies noted when the device was removed from the package. The device was prepped normally. The intended procedure was an interventional peripheral procedure. The access site was the femoral artery with a medium stick location. The user shuttled down completely and there was not any significant resistance when shuttling down. There was no unusual force applied when retracting sheath. The deployer was trained on the mynx devices. (B)(4). A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The device was returned with the procedural sheath pulled back against the shuttle handle. A small piece of sealant was protruding from the shuttle cartridge. The advancer tube was not returned with the device. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle down procedure was simulated and the advancer tube was able to properly engaged to the tamp locks. Review of lot f1702502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿failure to deploy¿ was confirmed due to the condition in which the unit was received for analysis. The root cause of reported event experienced by the customer could not be conclusively determined. However, procedural factors and handling process may have contributed to the event as reported. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that the physician used four 6/7f mynxgrip vascular closure devices (vcd) with a 6f unknown sheath. However, after shuttling down the device the advancer tube never dropped and the sealant did not deliver down. There was no reported patient injury. The product will be returned for analysis. Hematoma (6cm or less) was reported. Manual compression was held for 30 min or less to achieve hemostasis. There were no damages or anomalies noted when the device was removed from the package. The device prep normally. The intended procedure was interventional peripheral. The access site was the femoral artery with a medium stick location. The user shuttled down completely and there was not significant resistance when shuttling down. There was no unusual force applied when retracting sheath. The deployer was trained on the mynx devices.